Event description:
Consumer product: dexcom g7 (continuous glucose monitoring sensor) 3 failed glucose sensors over the course of 5-6 months. The failures were the result of poor production quality. The failures affect patients with hypoglycemia and places them in a potentially dangerous situation where they have no warning of low blood sugar during the night and can fall into a diabetic coma while sleeping. The result has a high chance leading to death. Reference reports: mw5168006, mw5168007.